Event description:
Revision surgery - the pt has had a series of approximately six revision surgeries dating back to the original fracture in 1999. In 2008 or 2009, the doctor revised the pt to an rsp from a failed hemi. The rsp also failed recently and the doctor performed the latest revision on her using a 44+8 glenosphere for stability, a proximal humeral bone graft and a revision stem.